Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace procedure in tricuspid position where two devices were used but there was an slda (single leaflet device attachment) of the first device. The patient had amyloidosis. The regurgitation before the procedure was moderate. This procedure was already considered as a multi-device strategy. There were no difficulties while removing the sutures but the imaging was very difficult during the procedure. Patient had dominant papillary muscle with dense chordae. The grasping position for the first procedure was a2 septal. The regurgitation when the slda happened was moderate. The team tried to place a second pascal ace to reduce the regurgitation. Tee and tte were used to evaluate the capture of the leaflets, but echo conditions were so bad that it could not be evaluated for a safe grasping. The risk of causing a second slda was too high, so the team decided to bail out the device. The final grade of regurgitation was moderate and the patient was in stable condition.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests that patient condition (amyloidosis) and procedural factors likely contributed to the event. The procedure faced challenging imaging conditions due to the dominant papillary muscle with dense chordae. To mitigate the regurgitation, a second pascal device was considered for implantation, however, the imaging conditions were insufficient to ensure a safe grasping. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.